Event description:
Using green light laser for vaporization of prostate and the laser fiber had a failure which the surgeon had identified while lasing. The side fire laser fiber began to laser straight from the tip of the fiber. The surgeon then evaluated bladder for potential injury with none being identified at that time. In the meantime, the (B)(4) switched out the fiber for a new, identical fiber which was utilized for the completion of the procedure without incident.